Manufacturer narrative:
The company representative examined the system and could not duplicate any aspiration/vacuum issues during vitrectomy. The memory card was not being recognized during service. The customer does not want this repaired at this time. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).

Event description:
A biomedical engineer reported that "aspiration/vacuum issues" occurred during a vitrectomy procedure. Following a 5 minute delay, the case was able to be completed without harm to the pt.